Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during use with a bd vacutainer® sst¿ blood collection tubes red cell ring occurred after centrifugation. The following information was provided by the initial reporter, translated from (B)(6) to english: on september 5, 2020 that the yellow tube 367986 currently in use turned red after centrifugation. The tube wall of the yellow tube used before is not clear and transparent comparison chart, resulting in 40% of the samples being returned after the assembly line machine. After the roche engineers repaired and adjusted the instrument, there were still 10% of the samples that could not be correctly identified because the tube wall was too red.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2020-10-27. H6: investigation summary: bd received samples and 1 photo for investigation. The photo was reviewed and the customer¿s indicated failure mode for red cell ring with the incident lot was observed. The returned samples were not returned to the correct location and were not found for evaluation. Therefore, retention samples of the same lot were tested and the indicated failure mode for red cell ring was observed. No difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was able to duplicate the customer¿s indicated failure, red cell ring to a moderate degree because the defect was evident in the testing of the customer lot samples. Visual evaluations of both retain and control samples for red cell ring demonstrated red cell ring to a moderate degree. This complaint is confirmed with respect to red cell ring. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was unable to determine a root cause.

Event description:
It was reported that during use with a bd vacutainer® sst¿ blood collection tubes red cell ring occurred after centrifugation. The following information was provided by the initial reporter, translated from chinese to english: on (B)(6) 2020 that the yellow tube 367986 currently in use turned red after centrifugation. The tube wall of the yellow tube used before is not clear and transparent (see photo for details) comparison chart), resulting in 40% of the samples being returned after the assembly line machine. After the roche engineers repaired and adjusted the instrument, there were still 10% of the samples that could not be correctly identified because the tube wall was too red.